Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the electrocardiogram connector on the link electronic module (lem) board was loose and the board was therefore replaced and calibrated. It was additionally noted that the system fan was noisy and it was also replaced. (B)(4).

Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.